Event description:
Malfunction: energy deviation too large. A technician reports, a shutter error 31 - energy deviation too large. A partial day of surgery was canceled, however, no pts were prepped and no flaps cut. Pt outcome was not affected.

Event description:
It was reported that the pt experienced the following symptoms: redness, swelling, drainage, fever, pain and incision wound opening. The pt stated that the incision never healed after it was implanted. The pt was diagnosed with an infection on (B) (6) 2009. The infection was in the device pocket. It was unk if cultures were done. The pt did not have meningitis. The pt's last pump refill was in (B) (6). The pt was admitted to the hosp and treated by a different physician for the infection. The physician stated that the pt was non-compliant about pt visits. The pt's pump was explanted. The medication being delivered via the device system was not reported.

Event description:
Caller reported blood glucose results of 504 mg/dl and 162 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.